Manufacturer narrative:
Related manufacturer report numbers # 2916596-2021-04075, 2916596-2021-03905, and 2916596-2021-03904. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient became short of breath and fatigued. Morning labs were found to have increasing white blood cell count and decreasing lymphocytes. The adverse event was respiratory in origin. He rapidly decompensated on (B)(6) 2020 requiring 15-20 l nc. The operative course was complicated by acute kidney injury requiring renal replacement therapy. He was put on azithromycin, hydroxychloroquine, cefepime, and linezolid. Inflammatory markers improved and incentive spirometry encouraged to increase lung expansion and clear secretions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (infection and renal dysfunction) as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2020 (refer to MFR#2916596-2020-03993). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02mar2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook is currently available. Section 1 entitled ¿introduction¿ lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii" no further information was provided. The manufacturer is closing the file on this event.